Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibration function on his insulin pump no longer worked. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer confirmed that the device was on vibrate mode. A self test was performed and the device failed to vibrate. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.